Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery-failed alarm and crack at the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer reported battery cap damage and contacts were damaged. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed self test, sleep current measurement test and active current measurement test. All currents within spec range. The pump was cut open and traces of moisture on pcba1 noted during visual inspection. The pump was received with minor scratches on lcd window, cracked keypad overlay, broken battery tube threads, cracked case (battery tube), serial number label missing, cracked retainer and scratched case. Failed batt test (58) alarm was found in history file on 06/21/2024 12:34:56.000. In summary, the pump was received with a cracked case (battery tube) confirmed. Battery cap contact missing/damaged confirmed. Failed batt test not confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.